Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient underwent another procedure on (B)(6) 2012 due to recurrent stress urinary incontinence and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including sling revision on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to dysmenorrheal. It was reported that patient underwent mesh placement on (B)(6) 2012 for recurrent urinary incontinence. The outcomes attributed to device are pain, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.